Event description:
Clinical study: 6000089-2005-00952. Same patient as #6000089-2005-00929, #6000089-2005-00930. It was reported that 95 days after a coronary artery drug eluting stenting procedure, the pt experienced a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm 75% stenosed mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50x24mm and 2.50x16mm drug eluting stents in the target lesion with a 10mm overlap, without any complications. The pt was discharged the next day on plavix and aspirin. 95 days after the initial procedure the pt underwent a reintervention of the 1st diagonal with balloon angioplasty. There were no complications. The pt was discharged the next day. In the opinion of the physician the relationship of the angioplasty to the taxus stent is "probable".

Event description:
It was further reported that target lesion1 was 30mm long with residual stenosis of 0% after stenting and post-dilation. Final angiography revealed excellent results and no dissection. Ninety five days after the procedure, the pt returned to the cath lab for planned intervention of the first diagonal. The pt underwent direct stenting with use of a filterwire ez system in the svg to diagonal and placement of a 3.5 x 20mm taxus stent, with 0% residual stenosis. Of note, "the ostium of the diagonal was jailed from a previous stent to the lad". The ostium of the native first diagonal was treated with poba, with 0% residual stenosis. Final angiography showed excellent results with good flow and no dissection. It was felt tha the pt's asa caused possible reflux symptoms and was discontinued. The pt remained stable and was discharged the next day on plavix therapy.